Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the issue was the result a scope failure, however, a definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a b30 scope communication error was displayed on the video system center. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.